Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving lioresal (500 mcg/ml at 25 mcg/day) via an implanted pump. The pump's indications for use (ifus) were noted as intractable spasticity and spinal cord injury/spinal cord disease. The rep reported that she was updating the patient's pump in the operating room and was having difficulty. She reported that telemetry did not complete and she got a memory error while updating the pump. Electromagnetic interference (emi) sources were reportedly present. The rep later reported on 2015-12-18 that after moving outside the operating room, away from the light-emitting diode (led) lighting and re- interrogating the pump, everything went fine and there were no issues. No symptoms were reported in relation to this event. Follow-up was conducted for the other medications that the patient was taking at the time of the event and the patient's pertinent medical history. If additional information is received, a follow-up report will be sent.